Manufacturer narrative:
Unit passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Pic failed self-test alarmed during pump self-test and no communication with blood glucose meter due to faulty component on radio frequency board noted. Moisture damage on all electronic assemblies noted. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test. Customer reported that meter was not communicating with insulin pump. Customer's blood glucose was 257 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced.